Event description:
From staff: bag endo retrieval pouch was defective after opening at the field. It was not used on the patient and never touched the patient. It was defective upon removal from packaging.